Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, "transducer fault (xdcr), low peak inspiratory pressure (pip), circuit pressure failed" alarms on the vela ventilator. The customer reported no patient involvement or allegation of patient harm. The reported device is available for evaluation when a replacement part has been received.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator unit. It was powered on in service mode and it was found to have transducer errors noted in the event error log. When the unit was powered on in operating mode with the received settings, the unit immediately failed due to transducer and motor faults. The reported malfunction was duplicated and the root cause was determined to be a faulty transducer. This is issue will be internally investigated.